Event description:
It was reported that when using the bd pyxis¿ medbank tower, a cubie failed to open while attempting to issue medication. The drawer opened as expected; however, the cubie did not open. The issue prevented access to the medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open. A technical support specialist (tss) remotely accessed the system and instructed customer to perform a cycle count, which allowed the cubie to open and enabled the medication to be issued. The system functioned after the technical support specialist troubleshot the device.